Event description:
It was reported that the patient received inappropriate therapy due to noise on the leads. Lead malfunction suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Device evaluated by manufacturer.